Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm epic max aortic valve was selected for implant. During device preparation when the valve was being rinsed, "the nurse saw something abnormal on the leaflet." The valve was implanted into the patient and taken off of bypass. At this time on echo, the valve continued to "look odd" and it was believed that the valves did not coapt. A new 25mm epic max aortic valve was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of incomplete coaptation was reported. The valve was returned to abbott for analysis. All three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper cuspal coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 2.7%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper cuspal coaptation and hemodynamic performance, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.